Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported problem was unknown; however, a system error 2240 was found during the event history log review and determined to be the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received functional and electrical testing with no defects noted. A short simulated therapy was successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice had an unknown failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.